Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-06554. It was reported that when the patient presented for follow up in clinic, noise causing pacing inhibition was noted on the ventricular channel of the device. The patient experienced dizziness but not with each episode of inhibition. The lead and device were explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported event of noise and sensing issue was not confirmed. Analysis was normal. No anomalies were found. Additional information: d10.